Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer arrived onsite and confirmed that pockets a4 and c4 in drawer 2.1 were not communicating. The engineer had the customer attempt recovery, but both pockets timed out and remained failed. The engineer ran pyxidiag and tested all pockets in the drawer, released everything, checked for debris, and popped all lids, confirming that all tested good. After running the application again, the same errors persisted. The engineer released pockets in the test application without pockets in the drawer, and the pockets recovered and unloaded. The customer reloaded medications in other locations via the console. The engineer rebooted the station during repair work, cleaned the electronics drawer and the area around the communication sled and power supply, removed medication debris from the back panel, reseated bus cable connections on all drawers, and checked all cables for physical damage. All drawers were tested successfully in the hardware test application, and the customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.